Manufacturer narrative:
Investigation summary: one mz1000 sample was received without packaging, however the lot number was indicated as 20075057 in the customer feedback. No connecting products were received. The sample was subjected to pressure testing in order to replicate the customer's experience; leakage was observed from the connection to the syringe confirming the customer's experience. A visual inspection identified a crack at the female luer adaptor as the source of this leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075057 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have identified that damage of this nature can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported when using the bd maxzero needleless connector, the device had a crack. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2022, the patient discovered a crack on the product and reported to a nurse.